Manufacturer narrative:
(B)(4). Batch # m92r9x. Additional information requested and the following was obtained: what was the indication for surgery: hysterectomy vdl; when during the case did the event occur: almost in the end of surgery; were there clips used in the vicinity: no; what anatomical structures were coagulated when using the device: uterine artery and other vessels; what structure was device on when the event occurred: in the jaw of enseal nslg2c35; what is the surgeon¿s experience with enseal technology: intermediate; what is the surgeon¿s experience with ensealg2 technology: intermediate; did the jaw come completely disconnected from device: no; were attempts made to retrieve the jaw laparoscopic: no, there was no chance because the tip of the clamp did not answer of the trigger´s commands; what was the reason the procedure was converted to open: the surgery was not converted in open, the surgeon finished the procedure using bipolar energy normally; what is the current patient status: no injury for the patient, the device was received with the top of the I-blade upper tip broken off not returned. Visual inspection of the device found no additional issues. Only the I-blade was found damaged on the jaw. The device was connected to the generator and it was recognized. Because the I-blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the clamp broke the jaw during the closure of the handle. Case was converted to open to complete the procedure.